Manufacturer narrative:
(B)(4). Method: the returned device was visually inspected externally and internally. The unit was also powered up using a new power cord. Results: signs of smoke damage to the unit's casing were observed. The mains cord had overheated and slight softening of the mains inlet cover was observed. The mains inlet pins were black and the pins were pushed in. The metal part of the power lead, which plugs into the unit, appeared to have completely burned. The unit started and worked normally with the new power cord. Conclusion: the manufacturer of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-moulding. The hc608 is designed to the electrical safety standard, (B)(4). The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to (B)(4). Our equivalent product in the us is designed to the standard, (B)(4), for both hc234 and power cord. Fisher & paykel healthcare is currently conducting a retail level recall on all volex power cords used in the hc230, hc240, hc250 and hc600 series CPAP humidifiers in (B)(4). CPAP humidifiers manufactured since (B)(4) 2010 feature a different, more robust power cord and are not subject to this recall. The power cord used in the USA is of a different brand and construction and is not subject to this recall.

Event description:
A home patient in (B)(6) reported via his distributor that the power cord of his hc608 CPAP humidifier had pushed in mains pins, which had caused a short circuit in the power cord. There was no patient consequence.